Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-14. Investigation summary: to aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the component was observed detached from the tubing. During the manufacturing process for lot 0129551, a damaged spring within an assembly station was identified. This type of machinery damage could have resulted in an incorrect assembly of the product components; however, the spring damage was identified during the production process and replaced. Samples were taken in accordance with the control plan to test the union between the product components and all test results were acceptable. It has been determined that despite the preventive measures in place to ensure product meets specifications, this incident most likely resulted from an error in assembly due to the damaged spring within the assembly station. In response to this incident, a quality alert has been issued to raise awareness for this potential defect within the manufacturing facility. Our quality team will closely monitor the production process for signs of this defect and any emerging trends.

Event description:
It was reported that bd connecta¿ stopcock tubing broke. This was discovered during use. The following information was provided by the initial reporter: during the application of contrast agents for CT (5 ml/s) the extension tubing on the side of the luer-lock broke. The luer-lock was connected to a peripheral catheter. Because of this incident, there was a leakage of blood and contact with the blood of the patient as well as leakage of the contrast agent. This happened 3 times during the last days.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd connecta¿ stopcock tubing broke. This was discovered during use. The following information was provided by the initial reporter: during the application of contrast agents for CT (5 ml/s) the extension tubing on the side of the luer-lock broke. The luer-lock was connected to a peripheral catheter. Because of this incident, there was a leakage of blood and contact with the blood of the patient as well as leakage of the contrast agent. This happened 3 times during the last days.